Event description:
It was reported that the customer was hospitalized due to high blood glucose levels of 812 mg/dl. The mother felt that the insulin pump was delivering insulin on its own. Troubleshooting was performed. The time was off by an hour and approx 10 units were missing from the daily totals. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. The conclusion can be drawn at this time.